Manufacturer narrative:
It was reported that there was leakage of the hemoconcentrator. The product was discarded by user. A video has been received which was taken during the event. The video clearly shows the leakage. The leakage was at the connection between dia connector and pvc tubing located at outlet part of hemoconcentrator. Based on this, the failure could be confirmed. Device history record for lot 92300876 was reviewed on 2021-08-05. There are no evidences indicating non-conformance or deviations of the product in question during manufacturing and final release of this specific lot. The process risk is covered in process risk assessment (pra) 9201211/02-01 with requirement "connection shall be well-glued between tube and the connector". There is 100% visual control in basic operation procedure (bop) 9201211 rev 2 for the all glued parts. There is no any non-conformity was found for the affected parts in this complaint (dia-connector and pvc tubing). The exact cause of the failure could not be determined at this time. However the failure leakage at connection can be linked to the following most possible root causes according to our risk management file (dms#1906296, v19). Inadequate connection - manufacturing process damage during connection - user. Connection not secured - user. For the possible cause manufacturing process, the employees were informed about the complaint and perform the defined steps in bop in regards to assembly and controls. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The event is considered as a single event. For the reviewed time period. No further actions are necessary at this time. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint : #(B)(4)

Manufacturer narrative:
Investigation is still ongoing. A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that there was leakage of the hemoconcentrator. It was detected during bypass, use. The video of the complaint shows the leakage at the dia connector-tubing of the outlet part of hemoconcentrator. There is no health consequences or impact reported in relation to the event. Complaint : #(B)(4).